Event description:
It was reported that the surgeon attempted to insert an aa4204vf silicone plate lens and the lens was torn while advancing in the injection system. There was no patient contact.

Manufacturer narrative:
Evaluation: results - (other): visual inspection product showed that there was a tear in the corner of the optic and there was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.